Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric procedure, the surgeon was stapling the gastric pouch and the device would not open. The device was removed by prying the jaws slightly open and pulling the tissue from the device. The device cut and stapled properly. Another device was used to complete the case. There was no adverse pt consequence to the pt.